Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).

Event description:
Customer initially reported "according to the clinician, after the fiber was put in place, the laser tech "fired" at 6 pps, 6 watts, double pulse. Upon the next fire, there was no light. Attempted to fire again with same result. As the surgeon removed the fiber, he noticed it was broken into two pieces. The reporter of this problem was told that no harm was done to the patient and all pieces were retrieved". At a later date, the surgical technician reported "the fiber was in the scope and was actively firing when it stopped. They pulled out the fiber and noticed it was broken". This information is documented as reported to trimedyne, inc.